Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2012 and mesh was implanted concurrently with vaginal hysterectomy and cystoscopy due to pop and menometrorrhagia additionally.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Reason for surgery: sui. Concurrent procedures: hysterectomy. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, dyspareunia. It was reported that on (B)(6) 2013, the patient underwent extensive laparoscopic lysis of adhesions, revision of mid urethral sling, cystoscopy.

Manufacturer narrative:
It was reported that patient underwent extensive laparoscopic lysis of adhesions and revision of mid urethral sling on (B)(6) 2013 due to urinary retention, pelvic mass, pelvic and bowel adhesions, dyspareunia and pelvic pain. (B)(4).

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.